Event description:
The customer reported to olympus, the evis lucera elite video system center does not show an image. The patient was not under anesthesia. There was no procedural delay or patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no faults. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was a tracheoscopy and was cancelled. The device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "the image appears or does not appear" could not be identified with the information received. Olympus will continue to monitor field performance for this device.